Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a power source alert occurred while charging the battery. Customer's blood glucose was 147-148 mg/dl. Reportedly, customer continued to charge battery to clear the alert. Customer declined follow up from tandem customer technical support to confirm battery issue was resolved.